Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
Received incrowd survey 27399-evh pms- july 2023, where they commented "this is the worst designed part of the scope. If you inject saline into the washing system, it will flood the scope with saline and leave moisture on the lens. I don't use saline it ever." When asked about the harvesting tool hemopro (vh-3500) scope washing system provides the ability to clean endoscope lens without removing the system from the tunnel.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6, from "3189" to "1408". No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.

Event description:
N/a.